Manufacturer narrative:
(B)(4). The erasable electronically programmable read only memory (eeprom) record shows the last gas calibration was on (B)(6)-2015. The user facility¿s biomedical engineer (biomed) then confirmed that the unit sat for a couple weeks before he reported the issue. During the laboratory evaluation by the product surveillance technician (pst), the monitor turned on and passed startup self-diagnostics with no errors observed. The monitor was placed in service mode, a bpm standard reference sensor test (srs) test was performed, and all seven channels of the bpm passed. Inaccuracy complaint was not verifiable due to the inability to recreate the clinical setting. The device was sent to the manufacturer central engineering for further blood loop testing.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were inaccurate readings with ph, partial pressure of carbon dioxide (pco2), partial pressure of oxygen (po2) and hematocrit (hct) on the blood parameter monitor (bpm). The shunt sensor and bpm were not changed out during the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6)-2015: the bpm was gas calibrated with the calibrator 540 prior to use. At the initial in-vivo calibration, the bpm measured values were quite different than lab measured values for arterial ph, pco2, and po2. The bpm measured values were: ph = 7.25, pco2 = 58 mmhg, and the po2 = 300 mmhg. The lab values were ph = 7.48, pco2 = 30 mmhg, and the po2 = 460 mmhg. According to perfusionist (ccp), the bpm is usually quite close to the lab measured values and in this case the patient was treated according to bpm values. The gas flow to the oxygenator was increased and sodium bicarbonate was administered to treat the low ph (per the bpm). Two more in-vivo calibrations were done later in the case and according to the ccp, the bpm measures continued to be quite different from lab analyzed values. The patient was managed with additional lab samples. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. The unit passed blood loop testing with no inaccuracies observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.